Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to latch to a monitor) has been confirmed. Upon investigation the electrode belt was unable to securely connect to a monitor. The cause for the failure was isolated to a damaged trunk cable connector latch. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to latch to a monitor.